Manufacturer narrative:
Additional information provided in b.3. And d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complainant indicates the use of a viscoelastic, which is not qualified for use with associated delivery device. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow directions for use, as the customer states the use of non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. All product and batch history records are quality reviewed prior to product release. There has been one other complaint with this lot#. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2021-16332.

Event description:
A customer reported the plunger of a preloaded intraocular lens (iol) delivery system was stiff. There was no reported patient impact. Additional information was requested.